Event description:
Pt has suffered from venous insufficiency and was found to have bilateral greater saphenous vein valvular incompetence and reflux. This was to be treated initially by performing bilateral endovenous laser ablation. Both lower extremities were treated above and below the knee using vascular solutions' varilase custom endovenous laser procedure kit. Two kits were used for each limb, a 45 cm kit for below the knee and a 55 cm for above the knee. During treatment of the right lower extremity, after treating the thigh -upper- gsv, as the endovenous sheath was being removed from the venipuncture site -just below the knee, it was noted that the sheath tip and fiberoptic fiber were charred. At the time, it was thought that the amount charred was within the expected range. The lower gsv segment was treated uneventfully with the 45 cm laser/sheath kit. No difficulties were encountered with the left lower extremity when the procedure was repeated in identical fashion. It was noted during the procedures that prior to activating the endovenous laser, the lower segment laser was confirmed to be approx 1-2 cm separate from the upper gsv segment laser -i.e. Had no point of contact, did not overlap-. On a routine subsequent 1 wk follow-up ultrasound evaluation, several echogenic foci thought to represent catheter fragments were identified in the medial right thigh and knee. During a subsequent follow-up office visit, fluoroscopy was used to further characterize this finding and did show multiple retained catheter fragments. No fragments were evident below the knee or in the contalateral limb. Pt remained asymptomatic relative to the catheter fragments, reporting only discomfort similar to that which has been typically experienced with evlt in our experience. Yesterday, I was able to percutaneously remove 6 catheter fragments and a small fiberoptic fiber fragment from her right knee and thigh, using a small snare/foreign body retrieval device -catheter directed technique- by puncturing the treated gsv below the lowest retained fragment. All catheter fragments have now been removed from this pt. All of our previous pts have been closely followed and examined with ultrasound one wk after their procedure, and frequently at 3-12 month intervals after that. No other catheter fragments have been identified before this occurrence, but 2 days ago, a routine 1 wk follow-up ultrasound on one of my interventional radiology partner's pts found a retained fiberoptic fiber fragment. No sheath fragments were identified, but he had advanced the fiber farther out the sheath prior to activating the laser than he normally would have. When pulling the sheath/fiber out of his pt, once the intact sheath came out of the pt's leg -with the fiber tip still internally located-, the fiber burned apart, leaving a fragment sticking out of the pt. He was able to pull this fragment out of the pt and at the time, thought he had removed all of it. Unfortunately, the follow-up ultrasound shows otherwise. We have not had any trouble with this product or vendor until now, but interestingly, they just switched our product (from a different supplier I believe). The possible lot numbers involved for my pt are 301267 -which we think is most likely the one used on my pt- and 301308--both for 55 cm kits. We have also checked or laser unit -diomed- and to our inspection, appears to still be autocalibrating correctly. I will not use this same product until we have some answers as to how and why it burned apart and fragmented, if even then. We have talked and met with other vendors and likely will be using a different product altogether.